Manufacturer narrative:
The investigation for the reported product damage (cannula kink) has been completed. The product was returned and the cannula kink was confirmed. The cause of the delivery issue cannula kink was most likely use related since excessive force was reported during insertion. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. During insertion, the pump encountered force while trying to cross the aortic valve and became kinked. Device was replaced with another impella cp pump. No patient harm was reported.